Manufacturer narrative:
1 x echo-25 of unknown lot number was returned to cirl for evaluation open without its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation. The tip of the needle was found to be deformed. Stylet unable to advance fully. Needle able to advance but with difficulty likely due to the proximal kink. The needle tip deformation could have led to the issue with advancement. The advancement difficulties may have led to the visualization issue. Stylet was withdrawn but could not be re advanced due to proximal kink and needle tip deformation. Additionally the needle was observed to be kinked below sheath extender. Therefore, following the laboratory evaluation additional information was requested. From additional information provided "regarding this device complaint, the manufacturer evaluation of the returned product has observed a proximal kink below the sheath extender; can you advise if this was observed prior to the return shipment? I had spoken directly with the physician that encountered this incident, dr. (B)(6). He uses many of our needles and has for well over 12 years. He stated he had never had this issue before and thought it odd. He said he removed the needle from the scope after the first time it would not advance and inspected it but couldn¿t determine the problem. His guess was that it was a friction issue with the needle within the sheath." Prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the echo-25 from unknown lot number, a review of the relevant manufacturing records cannot be conducted. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion. Therefore the advancement difficulties may have led to the visualization issue. Complaint is confirmed as the failure was verified in the laboratory.

Event description:
As reported to customer relations: "device went into scope, unknown if scope went into patient. Physician cited that the needle would not advance. They adjusted the scope several times and adjusted the needle several times. Never saw the needle on the screen. Dm asked customer if handle advanced down and they said 'yes.' Dm asked if they took needle out of the scope to check it, and they said 'yes and it was working fine.' Dm believes that they may have had the needle in the wrong spot and just couldn't see device on ultrasound. Customer took needle out and used another needle of the same gpn to complete the procedure successfully. Patient was not harmed." Additional information provided by dm on 24oct2019: "regarding this device complaint, the manufacturer evaluation of the returned product has observed a proximal kink below the sheath extender; can you advise if this was observed prior to the return shipment? I had spoken directly with the physician that encountered this incident, dr. Maple. He uses many of our needles and has for well over 12 years. He stated he had never had this issue before and thought it odd. He said he removed the needle from the scope after the first time it would not advance and inspected it but couldn¿t determine the problem. His guess was that it was a friction issue with the needle within the sheath."